Event description:
Patient was placed on brand new pads from the package in preparation for cardioversion. Patient was all clear when a shock was to be delivered. Staff witnessed the spark on the pads, but the shock was not delivered at this time. Lip [licensed independent practitioner] in the room as well as cardioversion was ordered and headed by him. Pads were then changed and the second attempt was made to cardiovert patient.